Manufacturer narrative:
A ge rep performed an over the phone eval. The in-house engineer replaced the interconnect cable. The system was tested and operates as intended.

Event description:
The customer reported that the 7900 system would not boot up. No pt injury was reported.